Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting a button error alarm on the insulin pump. Customer's blood glucose is 50 mg/dl. Customer treated with food. Customer stated that she woke up at about 3 am. Customer stated that the alarm did not occur right after the pump was exposed to moisture. Customer stated that they are unable to clear the alarm. Customer was not concerned about the low blood glucose and could not troubleshoot for the battery out limit alarm due to the button error. Customer stated that she was already on her way to work and felt fine. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.